Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to charge was confirmed. The battery failed to charge to 100%. The root cause of the failure was identified as a faulty internal battery. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The machine seems to be charging whilst it is turned on but extremely slowly. 4% within 2 hours. I then turned it down and left it on charge overnight, however, it would not charge anymore. Sample evaluation confirmed abrupt shutdown.